Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the battery is damaged (it is inflated) and does not store a charge. There was no patient involvement reported.